Event description:
It was reported that the user accidentally announced two breakfasts, after which blood glucose trended down but did not go below 70 mg/dl and the user self-treated, with glucose subsequently at 90 mg/dl. No reported symptoms. Outcomes included no injury, no medical intervention beyond self-treatment, and continued device use. Investigation included a review of device use and user technique through troubleshooting and education. Investigation of this case revealed user error related to incorrect meal entry. It was concluded that the device functioned as intended and that the event was attributable to user handling.